Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the event. The cause, treatment and action taken with pd therapy were not reported. At the time of this report, the event was still ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient passed away. The cause of death was due to prolonged infection. It was not reported if the peritonitis event was resolved prior to death. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.